Event description:
Additional information: it was reported that the patient experienced inadequate pain relief. Drugs infused via the device were reported to be clonidine 600 mcg/ml and morphine tartrate 10 mg/ml; simple continuous clonidine 49.99 mcg/day and morphine tartrate 0.833 mg/day.

Manufacturer narrative:
(B)(4).

Event description:
The patient felt that the pump had not been working for "several months". Per the healthcare provider (hcp) it had not been working for approximately 6 months. At the patient's last refill the hcp withdrew approx 38 ml from the pump. After this he scheduled the surgery to investigate the cause of the failure to deliver drug. The surgery occurred on the (B)(6) 2011. The surgeon opened the pocket and removed the pump. The 8709sc catheter was disconnected for the pump and a pump rotor study was conducted. This indicated that the rotors were functioning normally. The surgeon attempted to withdraw csf (cerebrospinal fluid) from the catheter connector. He was unable to withdraw csf. He then disconnected the connector and csf was seen to be flowing freely from the catheter. The connector was replaced with a new 8578 and csf was seen to be flowing freely from the end of the connector. The surgeon concluded that the catheter connector component of the catheter had blocked. There was no patient injury, patient recovered without sequela. Drugs delivered via the device were morphine sulphate <(>&<)> bupivacaine.

Manufacturer narrative:
(B)(4). Analysis of the returned catheter revealed an indent down in sc connector seal along with occlusion.